Event description:
The customer reported receiving high readings on their precision xtra blood glucose monitor. Customer received readings of 338 mg/dl compared to a lab reading of 34 mg/dl within 10 mins. The results when plotted on a parkes error grid fell into the "e" zone showing the difference in values to be clinically significant. Additionally, the customer states he was treated at a health center, but there was no diagnosis or treatment noted. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.